Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s display screen was dark and cracked; the device vibrated when the wake button was pressed but the screen did not illuminate, and a replacement was arranged. Symptoms included no reported adverse clinical effects and no impact on blood glucose. Outcomes included continued cgm use as normal and device replacement with instructions for data sync and return. Investigation included return logistics and receipt of the device for assessment. Investigation of this device revealed a hardware display failure consistent with a cracked screen that impaired visibility and normal operation. It was concluded, based on previously established findings for similar reports, that the cause was device damage to the screen.